Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, in over 100 hemiarthroplasties surgeries, the s/c trial handle has endure numerous impactions. The result of bearings are faulty and cannot provide a fully seated trial. The bearings are frozen and cannot move freely. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the s/c trial handle had signs of repeated use. The overall condition appears to be consistent with the effects of repeated use and servicing over a period exceeding 14 years. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed using a laboratory sample mating device, and the device failed to fully assemble. This condition was attributed to the ball springs not fully retracting, therefore, the reported condition can be confirmed since the device cannot perform its intended function of holding another device. The overall complaint was confirmed as the observed condition of the s/c trial handle would have contributed to the complained issue. Based on the investigation findings it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (pg0511) provided is not a valid finished goods lot #. H.11. Additional narrative: corrected: h3.

Event description:
It was reported that over 100 hemiarthroplasties surgeries, the s/c trial handle has endure numerous impactions. The result of bearings are faulty and cannot provide a fully seated trial. The bearings are frozen and cannot move freely. No surgery was delayed due to the reported event. Patient status is unknown, or if procedure was successfully completed or part of a clinical study.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.